Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014, at approximately 7:43pm. She tested on the subject meter and observed a value of ¿149mg/dl¿ as compared to ¿87mg/dl¿ which was obtained on another device (ultramini). The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of insulin and she reported that just a few minutes prior to testing, she was experiencing symptoms of ¿weak, no grip, tingling.¿ the patient denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.